Manufacturer narrative:
Stryker further evaluated the downloaded electronic device records and it was observed that the customer switched defibrillation modes during use and turned the sync-mode off. Root cause of the reported issue is determined to be user error during sync cardioversion.

Event description:
The customer contacted physio-control to report that their device had disabled the sync function, which resulted in out-of-sync defibrillation therapy being delivered to the patient. There were no adverse consequences to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had disabled the sync function, which resulted in out-of-sync defibrillation therapy being delivered to the patient. There were no adverse consequences to the patient as a result of the reported event.